Manufacturer narrative:
A field service engineer (fse) went on-site and performed troubleshooting. No further details were available.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the no foam tubing that connects to the valves of the of the unicel dxc 800 pro synchron clinical system broke causing the no foam solution to leak on to the floor. No injury was reported.